Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a pediatric surgery for hernia using the subject device, the tissue pad was peeled. No fragment fell out. The intended procedure was completed with another device. There was no patient injury reported.